Manufacturer narrative:
(B)(4) neither the sample nor a photograph was received for evaluation. Therefore, the failure mode was unable to be confirmed. Master production records were reviewed for lot 914885 and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in process inspection. During manufacturing of product assembly and packaging no special issues were noted and no ncr were issued to this lot number. DHR of the sub-assembly was reviewed and no non-conformances were found. The most probable root cause was unable to be determined due to lack of sample. All internal manufacturing procedures were adhered to and no issues were found. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.

Manufacturer narrative:
(B)(4) a follow up emdr will be submitted upon completion of investigation or additional information received. (B)(4).

Event description:
Medwatch (B)(4) states, " surgeon preped the perineum with betadine stick sponges. The sponges came off in the vagina two times. They were retrieved by the surgeon."